Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, there was a crack/chip found in the venous inlet. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 12, 2018. (B)(4). The returned sample was visually inspected and it was confirmed to contain damage to the curved venous inlet connector. A representative retention sample from the affected lot number was visually inspected with no visual anomalies, specially on the venous inlet connector. The packaging of the product ensures protection against any damage to the product. It is likely that the reported damaged occurred by a shock force at some point during the handling/manufacturing of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.